Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller and the video camera were replaced and the camera iris and the image resolution were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors were intermittently blank. No pt injury was reported.